Manufacturer narrative:
Additional information: unique device identification (UDI) field updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system lost its home position and needed to be homed. Re-homing the imaging system resolved the reported issue. No additional information was provided. There was no patient present when this issue was identified.